Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was evaluated by a third party service provider; the graphic user interface (gui) liquid crystal display (lcd) panel was replaced. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator's bottom display was erratic. The ventilator was not on a patient at the time of the event.